Event description:
A complete se stent system was pulled off the shelf to treat an unknown lesion. Upon opening the packaging, the tech stated that the outside packaging stated it was a 5 x 120; however, the actual device stated that it was a 6 x 80. The device was not used in the patient. The patient is fine.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned in the shelf carton in tray with hoop and open sterile pouch. The product label on the carton and sterile pouch had catalog number: sc5120l and lot number: 0000983799. The device was clean and unremarkable. Upon examination, the device size as imprinted on the luer read 6 x 80mm and the lot number read 0000983806. The complaint was confirmed.